Event description:
Customer's mother reported, customer had an issue with their freestyle freedom lite for seven days due to using incompatible test strips and customer's mother has been treating customer with glucagon for three days. Customer's mother also reported there were incidents that she had to call paramedics and transported customer to a local hospital where he was being treated with glucose intravenously. Customer's mother also reported customer had one episode of loosing consciousness; however, the time and cause of this incident is unknown and if it is related to his hospital visit and treatment. There is no report of diagnosis, death or mistreatment associated with this event.

Manufacturer narrative:
This is the final report. The reported event relates to using incompatible test strips. There was no report of death or mistreatment associated with this event.